Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR reports # 1627487-2013-12089 and 1627487-2013-12091. It was reported the patient felt pain at the anchor site following a fall. Two weeks later a sore developed at the site. The physician suspects infection but is uncertain if it is product related. The patient was treated with oral antibiotics. Follow-up revealed the scs system was explanted.